Manufacturer narrative:
(B)(4).

Event description:
It was reported that "swg kinking." It was reported that the incident occurred during initial PICC insertion. Follow-up with the customer confirmed that no harm or adverse health consequences occurred. The patient's condition is reported as "fine", and no additional medical intervention was required.